Event description:
It was reported that the right monitor flickers and brightness is not stable. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced a faulty right monitor. System operates as intended.